Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that following a MRI procedure, the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements up to 156 ohms. It was noted the rv threshold measurement had also increased to 4.0 volts. The cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri). Boston scientific technical services (ts) discussed the option of performing defibrillation threshold (dft) testing during the change out procedure. Ts advised that if the shock impedance measurement decreased, then the cause may be related to calcification on the lead. If the shock impedance did not decrease, then they should consider a lead revision procedure. At the change out procedure dft testing was performed as suggested and the shock impedance measurement was 85 ohms. Subsequently the physician opted to leave the rv lead implanted in the patient and change out the crt-d for reported normal battery depletion as planned. No adverse patient effects were reported.